Manufacturer narrative:
Concomitant medical device: product ID 3888-56, serial/lot# (B)(4), implanted: (B)(6) 2017, product type lead product ID 3888-56, serial/lot#: (B)(4), implanted: (B)(6) 2017, product type lead product ID 3487a-33, serial/lot# (B)(4), implanted: (B)(6) 2017, product type lead product ID 3487a-33, serial/lot# (B)(4), implanted: (B)(6) 2017, product type lead product ID 37082-40, serial/lot#: (B)(4), implanted: (B)(6) 2017, product type extension product ID 37082-40, seriallot#: (B)(4), implanted: (B)(6) 2017, product type extension, reporter country: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances of >10000 ohms were measured on electrodes 5, 6, 7, 8, 10, 11, 13, and 15 when measured at 0.7 v with electrode 0 as a reference electrode. The patient was still receiving therapy, but the ¿therapy was not being delivered effectively¿ due to the altered electrode impedances. It was noted that the patient used a wheelchair and that the ¿cause of the change in impedances and which electrode or extension could be causing the problem was not specified; however, a possible fall or improper positioning of the patient in the chair and displacing the electrodes or interfering with the impedances¿ may have led or contributed to the issue. It was stated that ¿it was not possible to identify the cause and which component may be causing the change in impedance.¿ it was suggested that a revision surgery may be performed to determine if a disconnection may be causing the impedance change; however, no revision surgeries had been performed as of (B)(6) 2022. The issue remained unresolved at the time of report. There were no patient symptoms or complications associated with the event, no medical or surgical interventions were needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.